Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device experienced an over infusion of an unspecified medication. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Investigation conclusion: the customer reported event that the device experienced an over infusion of a primary infusion of zosyn could not be confirmed or replicated in this investigation. No conclusion could be drawn through the log review regarding the reported experience of an over infusion. The device was programmed as reported by the user. It is not known how much solution was contained in the infusion bag at the start of programming. The event log review has no way of determining how much solution was contained in the bag. The overall total primary volume infused over the duration of the suspected pump module infusion was 22.983 ml. Timed rate accuracy test was performed on the returned pump module. The device was found to be delivering IV fluids within specification. The inspection process performed on the pump module found no issues related to the complaint. The disposable set was not returned for this investigation, therefore it is unknown if the set may have contributed to the customer¿s experience. Device inspection: the external and internal inspection process performed on the returned pump module found no issues relevant to the reported incident. The rear case was observed to be manufactured by a third party vendor. The right (male) iui bracket retaining tab was observed cracked on the mech frame. The ail was observed with signs of fluid ingress. The pump module was observed with multiple incorrect screws on the circuit boards and ail assembly. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer reported event that the pump module experienced an over infusion could not be identified. Device history review: a review of the device history record showed the device had a manufacture date of 01feb2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. H3 other text : device received with completed investigation.

Event description:
It was reported that the device experienced an over infusion of a primary infusion of zosyn 3.375mg/50mlthat was programmed to infuse at a rate of 12.5ml/hour. There were no adverse effects caused to the adult patient from the event.